Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to the disconnected retractor band.a field service engineer replaced the retractor band in order to resolve the issue.the system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system drawer was not detected on bus. The user confirmed that there was a delay happened during dispensing a medication. There were no adverse events or injuries reported based on this incident.